Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: (right) 300cc mentor memorygel breast implant catalog: 3503004bc, lot: 6653290, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent an unspecified breast prosthesis implantation procedure with two 300cc mentor memorygel breast implants, suffered left breast implant rupture post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9421069 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9418595 sn: (B)(4). Mentor also became aware that the right breast implant was also ruptured. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 7, 2020, mentor became aware that the patient had undergone implant explantation on (B)(6) 2020. On february 18, 2020, mentor became aware that the patient also suffered bilateral breast mass per imaging reports. Right side complication was reported under mrn 1645337-2020-03221. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, breast lumps manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).